Event description:
New information noted: the right ventricular lead continued exhibiting over-sensing noise that was causing pacing inhibition. On 18 october 2023, the right ventricular lead was capped, and left bundle lead was implanted. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead was exhibiting over-sensing noise. Programming changes were performed. There were no patient consequences.